Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the two pockets opened up when the user selected a medication. A field service engineer contacted the customer, but there was no response; therefore, the case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, two pockets opened when the user tried to select a medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.